Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Performance data was reviewed. The allegation was undetermined via data. However, it was found that egvs not updating issue occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Performance data has been received but is pending evaluation. The investigation will assist in complaint confirmation and root cause determination.

Manufacturer narrative:
(B)(4).

Event description:
The probable cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background.